Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device drill collar would not retract and seat the burr. It was noted that the collar went on without an issue. During in-house engineering evaluation, it was determined that the device failed the cutter lock -did not lock the cutter, temperature assessment - device was heating up. It was further determined that the device had a damaged and dented motor housing and damaged locking components. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.